Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was placed on the morning of 12/17 and it fell out due to the balloon damage on the afternoon of the same day.